Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6), 2010. According to the complainant, the patient experienced pain, erosion of her internal body tissue, continual bladder and urethra infections, and additional surgeries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable